Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient's wife stated the patient fell into a hypoglycemic coma and was hospitalized. There was no allegation against the dexcom as the patient's wife was unsure if the system caused of contributed to the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Since the product cannot be returned for investigation, evaluation of the device is not possible. Per documentation, the patient's wife initially reported that the patient had entered a hypoglycemic coma but could not provide additional information regarding the patient's experience preceding the hypoglycemic event. The patient's wife informed international sales on (B)(6) 2019 that the patient was deceased. Technical support made several follow-up attempts to gain additional event information, and the patient's wife responded to technical support on (B)(6) 2019 that the patient was deceased as of (B)(6) 2019 and no further event information was provided. Data investigation noted the following information, which may be relevant to this complaint. On (B)(6) 2018 at 5:29 pm, a high glucose alert occurred, at muted volume per user settings, and was acknowledged. The patient recorded taking 10 units of insulin. The high glucose alert continued to occur and at 5:57 pm, the patient recorded taking 6 units of insulin. The glucose values remained above threshold and the high glucose alert continued until the alert was cleared at 6:29 pm. On (B)(6)2018, at 12:14 am, an urgent low alarm occurred at 0% volume. Five minutes later, a second urgent low alarm occurred at 50% volume and 5 minutes later, the third urgent low alarm occurred at 100% volume. Two hours after the last urgent low alarm, the patient got sensor noise. The cgm produced the sound of a "signal loss" alert for a no readings alert, or sensor noise and lasted for next 1 hour and 10 minutes. On (B)(6) 2018 at 3:34am, the urgent low alarm recurred at 100% volume and lasted until it was cleared 20 minutes later. At 3:54am, a failed sensor alert was presented to the patient and continued to alert until 10:50 am when the patient acknowledged it. The dexcom g6 cgm app was opened on (B)(6) 2018 and on (B)(6) 2019 but never connected. Per medical review, there was no allegation against the dexcom g6 cgm system and the cause of death was not provided. No further event or patient information is available.